Event description:
The recipient is reportedly experiencing soreness at the implant site. The recipient was prescribed diprolene cream.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet strength was reportedly reduced. The recipient's soreness resolved. This is a final report.